Manufacturer narrative:
(B)(4). A visual, function and dimensional inspection could not be conducted since the device sample was not returned for evaluation. Complaint sample was not returned for investigation purposes. No corrective/preventative actions assigned. Complaint cannot be confirmed.

Event description:
The customer alleges that the blade had a bent hinge when opened from the package and it would not connect to the dispoled handle.